Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the probe wipe was not traveling to the bottom of the probe due to tight diluent rinse and waste tubing. The fse replaced the tubing and the instrument ran without leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 5 mls of fluid leaked from the manual probe wipe of the coulter hmx hematology analyzer with autoloader onto the counter when cycling in secondary mode. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.